Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) stated within 20 minutes of treatment starting the blood pump rotor pinched the bloodline. This damaged the bloodline and caused blood to leak on the machine. After inspecting the rotor it was noticed that the guide pin plastic was cracked. The sample was available to be returned for evaluation. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated within 20 minutes of treatment starting the blood pump rotor pinched the bloodline. This damaged the bloodline and caused blood to leak on the machine. After inspecting the rotor it was noticed that the guide pin plastic was cracked. The sample was available to be returned for evaluation. The estimated blood loss was unknown. Additional information was requested but was not received to date.